Manufacturer narrative:
Main investigation conclusion a direct correlation between the reported events (infection, hemorrhagic stroke, patient outcome) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that hmii lvas, serial number (B)(6) would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection), bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous infections were reported in manufacturer report numbers: 2916596-2021-05872 and 2916596-2021-04274. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the hospital with abdominal pain, nausea, vomiting, and no appetite on (B)(6) 2021. On (B)(6) 2021, the patient had their wound vacuum-assisted closure (vac) removed. It was noted that the patient had a neurological change with altered pupil response which prompted a head CT. The head CT showed large spontaneous intracerebral hemorrhage. Inr was 2.27. It was felt that the bleed was a result of their previous infection. The patient was deemed not to be a surgical candidate for neurological intervention. The family transitioned the patient to comfort care and the patient ultimately passed away (B)(6) 2021.